Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, an image not being displayed on the monitor using dvi signals could not be duplicated. It has been over 8 years since the subject device was manufactured. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. Tac instructed the customer to attempt serial digital interface (sdi) out of the cv-190 directly to a monitor however, the customer performed the steps with no success. Tac mentioned to the customer to send in the unit if no image was obtained while the digital visual interface (dvi) and sdi were connected directly to a monitor by passing the stryker black diamond integration. The device was returned for investigation. Upon evaluation of the device, the reported issue of no video signal was not confirmed. The unit was tested with a test cf-hq190l, ltf-s190-5, ltf-hv, gif-h180 and giff-q180 scopes. All video output signals and images were present and the unit passed all functional tests. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center is unable to display image on stryker monitors. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.